Manufacturer narrative:
Device evaluation has been initiated but not completed. Additional clinical materials have been requested and are pending receipt and review.

Event description:
It is reported that the stayfuse sta-p1 and sta-d1, proximal and mid interphalangeal joint implants, broke sometime after initial surgical implantation - but prior to bone fusion. Devices were reported to have been replaced with new stayfuse units in revision surgery. (B)(4).